Event description:
The fastpath summary reported the remaining longevity was less than three months and the wrap-up overview reported remaining longevity of less than three years. The initial voltage was 3.58 v and the final voltage was 2.37 v.

Manufacturer narrative:
No medwatch form was received.